Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine plus¿ pen injector needle was difficult to attach to the pen. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the inability to attach pen needle to the pen from the patient who is using bd¿s microfine plus and non-bd¿s pen (forteo). The patient brought one pen needle to the pharmacy, stating that he/she can usually attach the pen needle to the pen by pressing and screwing it but this operation didn¿t work for one product; when using another pen needle, the pen needle could be attached to the pen."

Event description:
It was reported that the bd microfine plus¿ pen injector needle was difficult to attach to the pen. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the inability to attach pen needle to the pen from the patient who is using bd¿s microfine plus and non-bd¿s pen (forteo). The patient brought one pen needle to the pharmacy, stating that he/she can usually attach the pen needle to the pen by pressing and screwing it but this operation didn¿t work for one product; when using another pen needle, the pen needle could be attached to the pen."

Manufacturer narrative:
H6: investigation summary . Four photos and one open 31g x 5mm pen needle sample were returned from lot. No. 0309949, cat. No. 320129. Visual examination and functionality test was carried out on the returned sample and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover. H3 other text : see h10.